Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) of vancomycin 1000 milligram (frequency, route and duration not reported) and inj. Of amikacin 250 milligram (frequency, route and duration not reported) for peritonitis. At the time of this report, the outcome of the peritonitis was unknown. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.